Event description:
Patient presented to the physician with wound dehiscence at the neck incision site where clear fluid discharge was observed. Physician brought the patient into the or, flushed the neck incision pocket with antibiotic solution, and closed. Post-op antibiotics were prescribed after the procedure was completed.

Event description:
Patient presented back to the physician with an infection at the neck incision site, resulting in impaired wound healing. Physician brought the patient into the or, removed the entire inspire system, irrigated both incision sites with antibiotic solution, and closed. Physician placed the patient on IV antibiotics postoperatively.